Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) had occurred on two separate occasions due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Episode review identified two events with pacing inhibition of 3.5 seconds and 4.0 seconds. No noise was observed prior to the lss and the change from bipolar to unipolar sensing. X-ray did not show any indication of a lead fracture. A boston scientific technical services consultant discussed possible caused for the reported clinical observations. The consultant recommended troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that a lead safety switch (lss) had occurred on two separate occasions due to a pacing impedance measurement greater than 3000 ohms on the right ventricular (rv) channel. Episode review identified two events with pacing inhibition of 3.5 seconds and 4.0 seconds. No noise was observed prior to the lss and the change from bipolar to unipolar sensing. X-ray did not show any indication of a lead fracture. A boston scientific technical services consultant discussed possible caused for the reported clinical observations. The consultant recommended troubleshooting and programming options. No adverse patient effects were reported.